Manufacturer narrative:
Visually inspected and verified tip has water and low vibration. Verified tip temperature with a digital thermometer ID# (B)(4), temp is 90.2. Inspected and verified edm hole is corroded.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803 and per canadian regulations concerning mandatory problem reporting, parts 59-62. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron 30k fsi-pwr-1000 insert, the insert was getting hot; no injury resulted.